Event description:
It was reported that the device was stuck on tissue during operating room procedure. The surgeon had broken device to remove from lung tissue.

Manufacturer narrative:
(B)(4): closure trigger top; premature sled movement. The ec45a device was received for analysis with the clamping mechanism damaged as the closure trigger handle was broken and missing. The device was loaded with an ecr60b cartridge. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and it was noted that the cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the closure trigger top was found damaged. This damage is consistent with applying a prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device has been quarantined. During a vats procedure, the device per the circulator "closed and approximately fired half-way, locked out, and would not do anything." "It was locked on the lung tissue and it would not open ." The (B)(6) performing the procedure was (B)(6). By the time that I had spoken with (B)(6) , they had already attempted to complete the firing sequence and/or open the device to include red button knife reversal. I am told that they were able to "break the handle and get the jaws to open wide enough to remove the device". I am told that they did "tear lung tissue and converted the procedure to open". The patient is doing well. They have quarantined the device for the short term.